Event description:
Event description guidant received information that the patient died six months prior from a cardiac arrest. It was further reported that a malfunction of the implantable cardioverter defibrillator (ICD) contributed to the patient's death.